Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found fluid contamination on several components inside the device which caused the problem. Functional testing confirmed the reported issues in the event history log. The root cause of the reported issue was found to be fluid ingression on the pwa board.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited system fault error 42224, error 45630, had corrosion on battery post and lost power while running. No adverse effects were reported.